Manufacturer narrative:
(B)(4).

Event description:
It was reported that the infection was observed. The complete system was explanted; it is unknown if it was replaced. Patient condition is unknown. No further information was provided.